Event description:
It was reported that a swedish adjustable gastric band was explanted due to an alleged slippage. A competitor's product was then implanted as a replacement. There were no other reported pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.